Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the reported issue contribute to any patient adverse consequences? How many devices demonstrated the alleged deficiency? Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? Could you kindly perform and document the follow-up attempt for the product return? Please provide the source or name of person providing answers to follow-up questions: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional h11: gut pl ud 12in 4-0 s/a m-1 (742g): unknown. Gut pl ud 12in 4-0 s/a m-1 (742g): lot/batch number: gut pl ud 12in 4-0 s/a m-1 (742g): unknown. Gut pl ud 12in 4-0 s/a m-1 (742g): lot/batch number: list any j&j products that were utilized during the case but did not contribute to the reported event. Was there any reported patient or user harm? No. Was there a significant delay? Unknown. If available, provide the product order number (po). Do you need product packaging to send the product back? Yes. Would you like a return label at the end of this process? Yes. This parcel contains biohazardous materials and/or materials used during a medical procedure: no.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, surgeon noted that multiple sutures from both boxes, the suture needle was easily bending and the suture string was breaking easily. No adverse patient consequences were reported. Additional information was requested.